Manufacturer narrative:
The customer report that the valve piston did not recoil (identified as valve stick down) was confirmed based on functional evaluation of the received samples. The root cause of valve slow return/stick down was identified as a valve molding issue (mismatch out of specification).

Event description:
The customer reported that while unscrewing the ns syringe from the connector the blue sponge inside the connector did not recoil causing blood to spurt out. There was no harm.

Manufacturer narrative:
Non-used 10 ml bd syringe lot 9018633; non used 10 ml bd syringe ref 302995; bd vacutainer ref 364902 lot 8276553; non-used 10 ml aquastat syringe ref 250706 lot kh04608; one non-used bard port access kit lot redn1499. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while unscrewing the ns syringe from the connector the blue sponge inside the connector did not recoil causing blood to spurt out. There was no harm.